Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer would power up to a system test failure screen with a system error code displayed. Hard drive found out of electrical specification. Analysis also found the power supply was intermittently noisy and a latch tab on the power cord bay was broken. (B)(4).

Event description:
It was reported the programmer does not work, won't turn on. The programmer was returned for repair. No patient complications have been reported as a result of this event.